Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error where a broken force sensor was detected during seating or regular delivery. Customer had the error during rewind and it was explained that the insulin pump detected a possible issue with the motor. Customer stated that the pump was note exposed to a high magnetic field. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.